Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was atrial undersensing on the right atrial (ra) lead and possible loss of capture on the right ventricular (rv) lead. The rv lead was reprogrammed and remains in use. The ra lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.